Manufacturer narrative:
(B)(4)

Event description:
A system error 2240 was found during a review of the logs of the homechoice device.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was identified during a review of a returned homechoice (hc) device; there was no report for this alarm called in by the customer. During evaluation of the hc device, no evidence was found that would indicate problems with the hc contributed to se 2240. A root cause was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.